Event description:
It was reported that during pre-test, no leak from the cuff was detected. While in use, when the cuff was being inflated, a leakage occurred. No patient injury reported. No additional information is able to be provided.

Manufacturer narrative:
Other, other text: one unit and three pictures were returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.